Event description:
The home pt (hp) using a homechoice sys, contacted tech svc rep (tsr) and reported a 2084 sys error occurred during prime. The hp stated that the pt line was leaking and they had tried opening the door during prime, resulting in the error message. The tsr instructed the hp to start over with new supplies and to call back if the problem repeated. There was no pt injury or medical intervention indicated at the time of the call.